Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were present and assembled according to specifications. A functional under water testing was performed which revealed bubbling through the seal zone between the chamber and the tube. Additional visual inspection was made using a stereoscope which identified a hole in the seal zone between the chamber and the tube. The area around the hole was black (similar to when plastic is burned in the machine). The reported condition was verified. The cause of the condition was due to the machine during manufacturing. A nonconformance was opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a plexitron irrigation set was leaking at the chamber. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.